Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call it was reported that the insulin pup was alarming low blood glucose of 40 mg/dl but the customer's blood glucose was not low, it was a little over 100 mg/dl. The customer stated the insulin pump started when it was 70 mg/dl. The customer stated that they were told to calibrate every two hours when the numbers were off. The customer was advised not to calibrate too many times. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.